Manufacturer narrative:
Age at time of event unknown. Lot # requested but not provided. User facility name and address are currently unknown. Contact person is currently unknown. Phone number is currently unknown. Date user facility became aware of event is currently unknown. Date of this report currently unknown. Approximate age of device is currently unknown as lot information is currently unknown. (B)(4). Device manufacture date is currently unknown as lot information is currently unknown. The event is currently under investigation.

Event description:
During a filter removal procedure, the device could not be retrieved. The attempt lasted 4 hours. The device had moved (before retrieval attempt) and had become imbedded in the vena cava wall. The retrieval attempt occurred at cornell hospital. The patient is worried about scar tissue forming around the filter. The patient has not experienced any abdominal or back pain. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).. Event evaluation: a review of complaint history was conducted during the investigation. No imaging and only very limited information was provided. Therefore, it is impossible to comment on the unsuccessful retrieval attempt approx. 5 weeks after filter placement, the attempt lasting for 4 hours, and on the device, which had moved and become embedded in the vc wall. Also, it is impossible to comment on the patient being "worried about scar tissue forming around the filter." It is reported that the patient did not experience any adverse effects due to this occurrence and has not experienced any abdominal or back pain. Under normal conditions, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to a filter implant reported in published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a filter removal procedure, the device could not be retrieved. The attempt lasted 4 hours. The device had moved (before retrieval attempt) and had become imbedded in the vena cava wall. The retrieval attempt occurred at (B)(6) hospital. The patient is worried about scar tissue forming around the filter. The patient has not experienced any abdominal or back pain. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.